Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, stiffness, decreased range of motion, knee heaviness and possible femoral loosening approximately two (2) years post-operatively. Initial operative notes noted no intraoperative complications. The knee achieved good range of motion and excellent stability at the time of procedure completion. Revision operative notes noted extensive scar tissue throughout the knee. The femoral component was inspected but did not reveal any evidence of obvious loosening. The tibial and patellar components were well-fixed and left intact. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona stemmed cemented tibial component left size c catalog#: 42532006401, lot#: 65724842, persona cemented all poly patella 29mm catalog#: 42540000029, lot#: 66094720, persona cruciate retaining standard femoral component left size 5 catalog#: 42502605801, lot#: 65362303. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.